Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that there was poor or no illumination and the xenon lamp needed replaced. Event details and patient involvement are unknown. Additional information has been requested.

Manufacturer narrative:
The company service representative examined the system and found the lamp had 412 hours exceeding its rated life of 400 hours. The xenon lamp was replaced to resolve the issue. The system worked as intended. Based on assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to the xenon lamp, which exceeded its rated life. However, no problem was found with the xenon lamp as it functioned to its expected rated life. The manufacturer internal reference number is: (B)(4).